Event description:
It was reported that the programmer had a slow start time, and could take multiple restarts before it was ready to check the patient. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programmer had a slow start time, and could take multiple restarts before it was ready to check the patient. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer had a slow start time, so the hard drive was reconfigured and the software reloaded. Analysis also found that the system fan was noisy and it was replaced as well. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.